Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had displayed the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it displaying a patient circuit disconnect alarm was confirmed. During the evaluation, ventec also observed that the device was measuring lower peep (positive end expiratory pressure) than set. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.